Event description:
It was reported that the generator is responding with error codes on bootup with no handpiece attached. The customer discovered the problem on setup for a procedure. Another generator was used with no patient consequence. The device will be returned.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and per the service manual performed calibration and tests, and found the main pcb was causing the unit to have error codes. To correct the issue, the site replaced the main pcb. As part of the standard service process, installed a resistor on the power supply and performed the cracked front bezel repair. After servicing, the unit passed qa functional testing. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.